Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c calcium result for one patient. The following data was provided (customer¿s reference range is 8.4-10.2 mg/dl): patient 1 initial result was 15.3, repeated on another analyzer was 9.6 mg/dl. The sample was also repeated for a precision on the original instrument and the results ranged from 9.5-9.9 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated calcium results on an alinity c, serial number (B)(6). Through an extensive investigation, the fsr found the tubing, peristaltic head (rohs), part number 7-202464-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.